Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had low blood glucose of 28 mg/dl due to customer initially having high blood glucose and took extra dosage of insulin. Customer was revived by paramedics and was not taken to the hospital. Customer spoke with healthcare professional and adjustments were made and customer was fine. Customer declined transfer to helpline.